Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e30027, h13f05035, and h13g10090 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested as nausea and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event the same day and discharged fourteen days later. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event. In (B)(6) 2013, she was treated with diflucan for yeast. On (B)(6) 2013, she was discharged from the hospital. On (B)(6) 2013, the pd catheter was removed and she began hemodialysis. No other treatment was reported. Outcome: diabetic ketoacidosis: not reported, peritonitis with culture positive for staph. Epidermidis: recovering/resolving, fistula: not reported, candida: not reported, vancomycin resistant enterococcus: not reported and overfill: not reported. Medical history: diabetes, hypoglycemia (2013bax022397), hyperglycemia (2013bax022397), tired (2013bax022397), incoherent (2013bax022397), weak (2013bax022397) and clammy (2013bax022397). Concomitant therapy: not reported. Causality assessment: unrelated. The nurse declined to provide further information. A search of jd edwards for suspect products shipped within two months before the incident showed the following: product code(s) l5c4531, lot number(s) h13e30027, h13f05035, and h13g10090.